Event description:
This case is related with the case (B)(4) (cluster). This spontaneous case from united states was received on 27-dec-2017 from the patient this case concerns a (B)(6) year old female patient who initiated treatment with synvisc one and after few hours was using a seat and one leg to move around, knee hurt so bad/ excruciating pain; after unknown latency had swelling and knee was hot, also, device malfunction was identified for the reported lot number. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, at 1:30pm patient received treatment with intra articular synvisc one injection at a dose 1 df once (indication: not provided). On the same day, after a latency of few hours, and started experiencing excruciating pain, she could not put her foot down. Patient stated she called her son at approximately 9:00pm to bring her a walker with a seat and she was using the seat and one leg to move around (onset: (B)(6) 2017; latency: few hours). Patient stated she called her doctor at 10:00pm and he told her she could take advil or aleve but she took one and it didn't help. He told her to come to the office the next day but he wasn't in the office so she went to the ER. She had swelling and it was big, filled up her (B)(6) pants, larger than her right. She stated that her knee was hot. She went back to the orthopedic doctor on (B)(6) 2017. She was still in pain but not like it was. Her orthopedic doctor gave her an injection of cortisone or prednisone, she doesn't know, in the left knee. She states that the injection helped. Corrective treatment: walker with a seat for using a seat and one leg to move around; advil or aleve; ice; cortisone or prednisone for knee hurt so bad/ excruciating pain; cortisone or prednisone for swelling and knee was hot; not reported for device malfunction. Outcome: unknown for all events. Seriousness criteria: disability for using a seat and one leg to move around; required intervention for other events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented pharmacovigilance comment: sanofi company comment dated 27-dec-2017: this case concerns a patient who received synvisc one injection from a recalled lot and later experienced walking difficulty, knee pain, swelling and joint warmth . A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This case is related with the case (B)(4) (cluster). This spontaneous case from united states was received on 27-dec-2017 from the patient. This case concerns a (B)(6) year old female patient who initiated treatment with synvisc one and after few hours was using a seat, one leg to move around, knee hurt so bad/ excruciating pain/horrible left knee pain; on the same day had swelling/swollen left knee, had red left knee, couldn't even stand to put weight on left leg; after unknown latency knee was hot, also, device malfunction was identified for the reported lot number. Patient was pregnant while receiving treatment. No medical history, previous medications, concomitant medications and concurrent conditions were reported. Concomitant medications included: norgestomet (crestar) and carvedilol (coreg). On (B)(6) 2017, at 1:30pm patient received treatment with intra articular synvisc one injection at a dose 1 df once (indication: not provided). On the same day, after a latency of few hours, and started experiencing excrutiating pain, she could not put her foot down. Patient stated she called her son at approximately 9:00pm to bring her a walker with a seat and she was using the seat and one leg to move around (onset: (B)(6) 2017; latency: few hours). On the same day, left knee was swollen, knee was red and couldn't even stand to put weight on left leg. Patient stated she called her doctor at 10:00pm and he told her she could take advil or aleve but she took one and it didn't help. He told her to come to the office the next day but he wasn't in the office so she went to the ER. She had swelling and it was big, filled up her jean pants, larger than her right. She stated that her knee was hot. She went back to the orthopedic doctor on (B)(6) 2017. She was still in pain but not like it was. Her orthopedic doctor gave her an injection of cortisone or prednisone, she doesn't know, in the left knee. She states that the injection helped. Corrective treatment: walker with a seat for using a seat and one leg to move around; advil or aleve; ice; cortisone or prednisone, unspecified injection for knee hurt so bad/ excruciating pain/horrible left knee pain; cortisone or prednisone, unspecified injection for swelling/swollen left knee; cortisone or prednisone for knee was hot; unspecified injection for red left knee and couldn't even stood to put weight on left leg outcome: unknown for device malfunction, using a seat and one leg to move around and knee was hot; not recovered for other events a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: disability for device malfunction and using a seat and one leg to move around; required intervention for knee hurt so bad/ excruciating pain/horrible left knee pain, swelling/swollen left knee and knee was hot follow up was received on 15-jan-2018. Global ptc number was added. Additional information was received on 23-jan-2018 from the consumer. Events of red left knee and couldn't even stood to put weight on left leg were added. Event of knee hurt so bad/ excruciating pain was updated to knee hurt so bad/ excruciating pain/horrible left knee pain; event of swelling was updated to swelling/swollen left knee. Concomitant medications were added. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 22-jan-2018: this case concerns a patient who received synvisc one injection from a recalled lot and later experienced walking difficulty, knee pain, swellling and joint warmth . A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This case is related with the case (B)(4) (cluster). This spontaneous case from united states was received on 27-dec-2017 from the patient. This case concerns a (B)(6) year old female patient who initiated treatment with synvisc one and after few hours was using a seat, one leg to move around, knee hurt so bad/ excruciating pain/horrible left knee pain; on the same day had swelling/swollen left knee, had red left knee, couldn't even stand to put weight on left leg; after unknown latency knee was hot, also, device malfunction was identified for the reported lot number. Patient was pregnant while receiving treatment. No medical history and previous medications were reported. Concomitant medications included: norgestomet (crestar) and carvedilol (coreg). Relevant concurrent condition included doesn't see that well. On (B)(6) 2017, at 1:30pm patient received treatment with intra articular synvisc one injection at a dose 1 df once (indication: not provided). On the same day, after a latency of few hours, and started experiencing excrutiating pain, she could not put her foot down. Patient stated she called her son at approximately 9:00pm to bring her a walker with a seat and she was using the seat and one leg to move around (onset: (B)(6) 2017; latency: few hours). On the same day, left knee was swollen, knee was red and couldn't even stand to put weight on left leg. Patient stated she called her doctor at 10:00pm and he told her she could take advil or aleve but she took one and it didn't help. He told her to come to the office the next day but he wasn't in the office so she went to the ER. She had swelling and it was big, filled up her jean pants, larger than her right. She stated that her knee was hot. She went back to the orthopedic doctor on (B)(6) 2017. She was still in pain but not like it was. Her orthopedic doctor gave her an injection of cortisone or prednisone, she doesn't know, in the left knee. She states that the injection helped. It was reported that patient already provided all available information. Patient doesn't see that well and she doesn't feel like filling out the whole form again and requested to discontinue follow-up contact. Corrective treatment: walker with a seat for using a seat and one leg to move around; advil or aleve; ice; cortisone or prednisone, unspecified injection for knee hurt so bad/ excruciating pain/horrible left knee pain; cortisone or prednisone, unspecified injection for swelling/swollen left knee; cortisone or prednisone for knee was hot; unspecified injection for red left knee and couldn't even stood to put weight on left leg outcome: unknown for device malfunction, using a seat and one leg to move around and knee was hot; not recovered for other events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: disability for device malfunction and using a seat and one leg to move around; required intervention for knee hurt so bad/ excruciating pain/horrible left knee pain, swelling/swollen left knee and knee was hot. Follow up was received on 15-jan-2018. Global ptc number was added. Additional information was received on 23-jan-2018 from the consumer. Events of red left knee and couldn't even stood to put weight on left leg were added. Event of knee hurt so bad/ excruciating pain was updated to knee hurt so bad/ excruciating pain/horrible left knee pain; event of swelling was updated to swelling/swollen left knee. Concomitant medications were added. Clinical course was updated and text amended accordingly. Additional information was received on 31-jan-2018 from patient. Concurrent condition was added. Text amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 31-jan-2018: the follow up information does not alter the prior assessment. This case concerns a patient who received synvisc one injection from a recalled lot and later experienced walking difficulty, knee pain, swellling and joint warmth . A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.